Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned for evaluation. The reported bending of the delivery catheter (dc) shaft and difficulty positioning the dc shaft were confirmed via returned device analysis. The investigation concluded that the dc shaft bend and subsequent difficulty positioning the clip delivery system were related to the bend in the actuator mandrel; however, a definitive cause for the bent mandrel could not be determined. Furthermore, due to the returned device condition, the reported inverted clip during un-packaging (out-of-box failure) could not be tested, and the investigation was unable to determine a definitive cause for it. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report irregular movement of the clip delivery system that has the potential to cause tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. When the clip delivery system ((B)(4)) was removed from the packaging it was found that the clip was completely inverted. The clip was closed to 120 degrees and the cds was then prepared per the instructions for use (IFU). The cds was advanced to the left atrium. While translating the handle forward to advance into the left ventricle, the clip would dive very anterior with a curved shape, and appeared to be bent. The cds position was changed and the system was manipulated but this was unsuccessful. The decision was made to remove the cds and replace the device. A new cds was used successfully. The two clips were implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.